Event description:
It was reported that after under reaming acetabular by iron inserted 56mm tritanium shell, then proceeded to drill and implant 3 bone screws. Next, opened up 43e mdm metal liner. Went to correctly try to insert metal liner into cup. Lined up metal cup as stated verbally and then showed him mdm surgical technique picture of proper insertion technique. Could not get it to lock or sit correctly into shell. After approx. 30 min of trying, we ended up putting in a 40 e trident liner and finished off the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.